Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, a cartridge alarm 19 occurred during bolus delivery. The customer¿s blood glucose (bg) level was 539 mg/dl. The customer administered a correction bolus using the pump in order to address for the elevated bg level. Reportedly the customer completed a supply change which resolved the occlusion and cartridge alarm 19.